Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with proximal femoral plate and screw construct on (B)(6) 2012. After failure of a competitors femoral nail. On an unknown post-operative date, the plate failed, and an unknown cannulated screw broke. No further information is available at this time. This report is for an unknown 7.3mm cannulated screw. This is 2 of 2 reports for complaint (B)(4).